Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had three dimensional function is defective. The event occurred during inspection for use. There were no report of patient involvement.